Event description:
A malfunction alarm was reported, indicating an occlusion earlier in the day, resulting in the customer's blood glucose level exceeding 500 mg/dl. To address the high glucose level, the customer administered a correction injection via multiple daily injections (mdi). The issue was resolved by changing the infusion set and cartridge before resuming insulin delivery. It was noted that additional assistance was not necessary, and the case was closed by technical support.